Event description:
During a low anterior resection procedure the staples lines did not form properly. The surgeon oversewed to complete the procedure without patient injury.

Manufacturer narrative:
5/14/97-supplemental report #1 submitted to FDA.